Event description:
Patient noticed increasing elevation of the implant and slight increase in firmness. At explantation doctor noted left implant totally deflated and released a contracted fibrous capsule.